Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called while in drain 1 of 3 reporting he had encountered an m31 air detected in the cassette error message. The patient stated there was fluid under the cycler door and on the floor. Technical support advised the patient to cancel treatment. When the patient removed the cassette from the cycler noticed some fluid inside the cycler door. Upon follow up, the patient stated he did not experience any adverse events as a result of this incident and the effluent was clear. The cassette tubing/set in question had already been discarded.

Manufacturer narrative:
This complaint is considered not confirmed with alternate samples. Alternate samples of one of the 3 lots identified in the patient's last 3 months delivery history was made available from controlled stock for an evaluation. A visual inspection was performed on the ten sets of the lot and no defects or issues were detected on the entire sets. A simulated use test was performed on four alternate samples with a cycler machine and no leaks were found or other issues were detected. Batch records for the lots identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch records review confirmed the labeling, material, and process controls were within specification.